Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (guidewire stuck) was confirmed. A review of the device history record confirmed the device had no abnormalities related to the reported phenomenon. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the stuck guidewire could not be determined. Depending on manufacturing variations within the na-u200h-8019 design values, there is a possibility that a 0.035 guidewire may not be able to be inserted through the needle tube. It is possible that the buckling of the needle tube increased the sliding resistance between the guidewire and the needle tube, making it impossible to insert and remove the guidewire. A likely cause of the buckling of the insertion portion may have been caused by the following factors: bending load was applied to the needle tube when it was removed from the tray. Bending load was applied to the needle tube during pre-use inspection. Bending load was applied to the needle tube during insertion and removal of the endoscope. The issue is addressed in the instruction manual: (drawing no. Rk0384 revision no. 2) ¿do not insert the guidewire into the instrument. Otherwise, a guidewire may contact the sharp end of the needle tube, causing the coating to peel off and fall off inside the patient body.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using a single use aspiration needle na-u200h, the guidewire was stuck and needed to be cut; the fine-needle aspiration (fna) needle was then removed. The therapeutic procedure (endoscopic ultrasonography-guided biliary drainage: eus bd) was completed with a similar device. There was no patient harm associated with the event.